Event description:
The pt was reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the clinician feels the intermittency is an indicator of an internal device problem. Revision surgery is being considered.